Manufacturer narrative:
Index surgery: (B)(6) 2014. Revision due to aseptic tibial loosening. This event report was received through clinical data collection activities.

Event description:
Index surgery: (B)(6) 2014. Revision due to aseptic tibial loosening. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) tibial loosening, which damaged the bond of the implant to the bone.

Event description:
Index surgery: (B)(6) 2014. Revision due to aseptic tibial loosening. This event report was received through clinical data collection activities.